Manufacturer narrative:
Since the original report was filed, the investigation into the limb ischemia has concluded. The sheath utilized was not indicated for use with impella. The sheath and pump were not returned for analysis from the medical center in japan. The root cause was the improper technique of utilizing the incorrect sheath. The failure mode will be monitored and trended.

Event description:
The medical team in (B)(6) placed an impella cp for hemodynamic support of a patient admitted in cardiogenic shock. The support was ended and the pump explanted after just 19 hours due to concerns of limb ischemia. The team placed a balloon pump, iabp, for continued support.

Manufacturer narrative:
The medical center in (B)(6) did not return the impella pump or introducer sheath for analysis. The further clinical details requested, as well as imaging, are not being furnished. Should more details be shared that lead to root cause, a final report will be filed.